Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis q biplane system. During an interventional procedure, the system showed an "air kerma adjustment needed" message. The user reported that the fluoro image taken was too washed out to be used. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation of the returned x-ray-tube showed a defective small focus. In normal conditions, the emitter of the x-ray-tube has equal distances to the metallic boundary plates in all circumstances. If the distances are not symmetric, it is probable that the emitter extends on thermal load and then may touch the focal boundary, which can lead to various failures including grid errors. The large and the micro focus as well as the entire other plane of the bi-plane-system remains operable. When the user attempts to release x-ray after the small focus has failed, the system detects the failure and aborts the scene. The designated measure is that the system switches to the fully functional large focus. The imaging tasks can be executed with a delay of less than one minute (system transition to large focus happens after 3 unsuccessful x-ray foot pedal presses) and some reduction in image quality (sharpness / spatial resolution). The user is informed via a corresponding system message and the procedure is well described in the user manual. The emitters (micro, small and large focus) are the wear parts of the x-ray-tube and limit the life time of this part depending on its usage intensity. The affected x-ray tube was exchanged by the local service organization and no further errors have been reported. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.